Event description:
During preparation for a pta treatment procedure, labeling discrepancies were noted. This product, a v-18 control wire (batch # 4325221, expiration date: 10/2003) was found inside of a box labeled (batch no. 6124551, expiration date 12/05). The device had no contact with the pt. No pt injuries or complications were reported.